Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when we washing the patient and without traction on the catheter, we noticed that the way 16 ga was disconnected at the base side tap. The catheter was not being touched and when it was disconnected at the base tap.

Manufacturer narrative:
(B)(4). Device evaluation: the report that one of the luer hubs separated from the catheter was confirmed. The report that one of the luer hubs separated from the catheter was confirmed. The customer returned one used 3-lumen, 12 fr x 16 cm catheter with the distal luer hub detached. The sample was microscopically examined. The proximal extension line had an uneven edge and a section of the extension line extrusion was observed inside the separated luer hub. A manual tug test determined that the medial and proximal luer hubs were firmly attached to the extension line. The outside diameter of the distal extension line was measured at 1.68 mm; the inside diameter measured 1.17 mm (.046") using pin gages. The extrusion drawing specifies the od at 1.68/1.78 mm and the ID at 1.14/1.24 mm. The ID and od of the extrusion were measured to be within specification indicating that the wall thickness of the extension line was adequate. A device history record review was performed and did not reveal any manufacturing related issues. Based on the appearance of the extension lines and hub, it was determined that the luer hub separation was the result of excessive force other remarks: placed on the extension line causing it to tear. Therefore, operational context caused or contributed to this event. No further action will be taken.